Manufacturer narrative:
Internal complaint reference case-(B)(4). H10: smith and nephew is the distributor of this device. The legal manufacturer will review the event and determine reportability and, if applicable, will report to the food and drug administration and any other authorities as deemed necessary.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a knee procedure, the screw broke upon insertion to the femoral tunnel. All pieces were removed from the patient with an arthroscopic graspers. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.